Event description:
The handpiece was returned to the MFR for repair. During the repair, it was reported that a black oily substance was found in the handpiece. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. During investigation, a black oily substance was found in the handpiece. Samples were taken of the fluid and were sent out for chemical analysis, which is still pending. According to the initial investigation, the motor had damage from the unk substance. The motor was replaced.